Event description:
On (B)(6) 2012, the patient contacted animas and stated that she experienced a blood glucose (bg) value up to 415mg/dl with fatigue and frequent urination. The patient denied testing for ketones. The patient's bg was reportedly 257mg/dl that morning and then after the patient bolused via the pump, the patient's bg reportedly went down to 161mg/dl. The patient reportedly had breakfast and at about 1:30pm, the patient's bg was reportedly 406mg/dl. It was noted that within 5 minutes after the patient was treated with 5 units of insulin, the patient's bg was reported to be 415mg/dl. It was indicated that the patient expressed concern since the keypad buttons were sticking and that she may not have been getting enough insulin. The issue with the keypad buttons was initially reported by the patient a month ago. The patient reportedly does have a new pump but has denied using it and has continued to use the old pump. Troubleshooting revealed no site/set or cartridge issues and there were no programming/settings issues found with the pump. Additionally, all boluses were found to be successfully performed and correctly calculated/recorded in the pump history. This complaint is being reported as the patient experienced a hyperglycemic event while using insulin pump therapy. Use error may have contributed to the reported bg excursion as the patient continued to use a pump with keypad issues. This issue is generally and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing the use of the device or cause a condition that makes the continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: a review of the last basal delivery was on (B)(6) 2015 at 2:45pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The battery cap was not returned; a test battery cap and the returned cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were performed correctly; there were no errors, alarms or warnings that occurred during the investigation. The pump reflected 24 units after a 24 hour, 1unit/hour duration test. The product delivered within specification and the reported ¿bg high¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.